Manufacturer narrative:
The insulin pump failed the displacement test (230.8 units left in the status screen). The unit received a motor error alarm during the rewind test. A motor position encoder error alarm was noted in the pump history due to an out of phase motor encoder signal. The unit was received with cracked battery tube threads.

Event description:
Customer reported to have received a motor position encoder error alarm while changing and rewinding her insulin pump. Customer's blood glucose was over 98 mg/dl. During troubleshooting, customer reported that drive support cap appeared normal and the insulin pump was exposed to magnetic field. After troubleshooting, customer was advised that insulin pump would need to be replaced. Before the customer hung up the phone, she stated that her insulin pump received a motor error alarm.